Manufacturer narrative:
Exact date unknown, event occurred six weeks ago from date manufacturer became aware of the event.

Event description:
It was reported that the patient had been charging everyday and had difficulty charging ipg. The patient underwent an ipg replacement procedure and patient was doing well postoperatively. The explanted battery will not be returned per hospital policy.